Event description:
The customer had been getting high glucose readings in the 300-400's (mg/dl). When the customer would retest, glucose readings would be in tghe 122-190 mg/dl range. The differences between some of these values fall in the "c" zone of the parkes error grid, making the differences clinically significant. The customer also stated that she was given 5 microfill test strips in a tight seal bag from bensons, where she obtained her meter. She added those strips to her bottle at home. The customer did not allege any adverse events due to the erratic readings. The strips are to be returned for evaluation. And replacement strips will be sent.